Event description:
It was reported that, "while dissecting the gall bladder from the liver, the lap electrode burned the liver". It was two very small spots that did not harm the patient and did not alter the surgical procedure.